Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device buttons were unresponsive. Device had alarmed but the customer did not know what alarm was it. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify weak battery alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, broken reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.